Manufacturer narrative:
Evaluation summary: the device was not returned and therefore it could not be inspected. Currently available information is not pointing to any device malfunction. Reportedly, the implants were removed after fracture healing. As per risk file, possible cause of the reported pain at this stage, appears most likely to be an irritation of soft tissue on screw head during bone healing. More detailed information about the complaint event should be available in order to confirm it. As per ifus, stryker osteosynthesis implants are single use devices intended for temporary fixation, correction and stabilization of bones. The device has a finite expected service life and may need to be removed at some time in the future. The device was explanted after 1,1 year. A review of the device history was not possible because the lot number was not communicated. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Patient complained of pain. Patient was healed so surgeon removed the implants.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Patient complained of pain. Patient was healed so surgeon removed the implants.